Event description:
A malfunction was reported with the pump by the caller. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.